Manufacturer narrative:
Information was completed by the manufacturer, based on information obtained from the user facility. According to the complainant, the device was disposed of and will not be returned to the manufacturer for evaluation; therefore, a failure analysis is not available. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that, during an unknown procedure, an easycore biopsy needle was used. According to the complainant, the "device misfired". Follow up with the nurse stated, "the physician turned around and said that the device misfired." It was noted that no additional information is available regarding patient condition or patient complications. The procedure was completed with another easycore biopsy needle.